Event description:
On (B)(6) 2014 salter labs received a complaint from our distributor stating a pt reported that her face broke out after using our 16soft-7 cannula. Cannula will not be returned to the manufacturer.